Event description:
It was reported the clinicians have experienced issues with this kit over the past three months in the intensive care unit. During insertion into the radial or axillary the catheter portion frays and breaks off. There have been delays in treatment with no pt harm and no pt death or complications reported. It is not known how many times this has occurred. No pieces actually detach from the catheter and nothing was retained in the pt.

Manufacturer narrative:
(B)(4).